Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a insyte autoguard yel 24ga x .75in had a needle that would not retract during use. The following was reported by the initial reporter: "the customer reported as follows: the hcp pressed the button but was couldn't retract the needle because the safety mechanism didn't work."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 3/1/2021. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one un-retracted unit and nine photos. Upon inspection of the photos and the received unit, it was observed that the button was deformed. The button was then pressed and it was observed that the deformed portion of the button was catching on the grip preventing the button from being pushed back to release the hub, confirming the reported defect. Microscopic investigation of the deformed button revealed that it had a melted or warped look, indicating that the device was likely exposed to high temperatures. No damage or deformation was observed on the needle cover. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that a insyte autoguard yel 24ga x .75in had a needle that would not retract during use. The following was reported by the initial reporter: "the customer reported as follows: the hcp pressed the button but was couldn't retract the needle because the safety mechanism didn't work.